Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device would not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an endoscopic biliary sphincterotomy (est) procedure balloon rupture occurred. An extractor rx 9-12 mm retrieval balloon catheter had been advanced to treat an unspecified occlusion in the bile duct. During inflation, the balloon burst. The procedure was completed with another extractor rx 9-12 mm balloon catheter. There were no pt complications reported with the pt's current condition listed as "good".